Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to perform a series of troubleshooting steps, which included adjusting tubing and delivering boluses. Despite some recurrences of the occlusion alarm, a successful bolus was eventually completed after loading a new, empty cartridge onto the pump. Customer was advised to replace supplies as necessary and resume insulin therapy.